Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the trocar valve leaked during a vitrectomy procedure. Trocar plugs were used to successfully stop leakage. The procedure was completed without harm to the patient.

Manufacturer narrative:
Three opened trocar cannula/hub assemblies were received and visually inspected. Sample 1 and 3 were found to be conforming and sample 2 was found to be nonconforming with a dome that would not close. For this complaint file, the finished goods lot was manufactured with ten valve entry component lots. A device history record review for each of the components lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the products acceptance criteria. A complaint history examination indicates this is the (B)(4) complaint received for leaking against the components of the reported lot. Due to an observed increased trend for leaking trocars, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. The root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection. The post assembly inspection has been discontinued. This complaint reported lot includes affected manufacturing lots. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the surgery was performed on the right eye.